Event description:
It was reported that during a radical without lymphadenectomy prostatectomy surgical procedure, universal surgical manipulator (usm) 2 had a non-recoverable fault. The site did a power cycle and got a 319 error at power up. An intuitive surgical inc. (Isi) tech support engineer (tse) had the site remove the instruments and perform an emergency power off (epo) to power cycle the system. The system powered back on with no errors after undocking. The site was able to re-dock and continue with the case. The isi clinical sales representative (csr) was present during the power cycle and assisted with recovering from the issue. The csr called back several minutes later and reported that the error returned. The site power cycled the system and disabled usm 2. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported issue. The fse checked the comm status on usm 2, and there were no signal drops. The fse moved usm 2 through full range of motion, and no errors occurred. Fiber connections at card cage and under orienting platform were also checked, and no errors occurred. The fse replaced the inner proximal set-up joint on usm2 as preventative measure due to intermittent error. System tested and verified as ready for use. Isi received the part involved with this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The replaced proximal set-up joint (suj) was analyzed and the complaint regarding non-recoverable fault was confirmed/reproduced by failure analysis. The suj was tested on an in-house system and failed the brake test.